Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantable pulse generator (ipg) implant, interrogation error message indicated that a power on reset (por) had occurred. The error message was cleared, ipg re-interrogated and device indicated as ready for implant. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported power on reset (por), but found the device to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantable pulse generator (ipg) implant, interrogation error message indicated that a power on reset (por) had occurred. The error message was cleared, ipg re-interrogated and device indicated as ready for implant. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.